Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the implantable neurostimulator (ins) would not hold the lead securely in place. The lead would fall out and not remain in place with a gentle pull. Troubleshooting included taking the lead out, replacing it, and retrying torque wrench. The issue was not identified, but it was stated that the torque wrench may be torquing out too soon. It seemed the wrench torqued too quickly, after about 1 or 2 rotations, however the reporter noted that they could be wrong. The ins was never implanted and a different ins was used. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.